Manufacturer narrative:
Updated fields: (age or date of birth-weight, date of event and adverse event problem). Additional information was received on 30oct2019 stating that the patient was trached, but current status is "fine" and that they were discharged. On (B)(6) 2019 the following additional information was received: "according to the therapist, the patient was not bagged because the vent was operating fine and the patient's vitals were stable during the transport. The vent was also swapped out once the patient returned to their room and was placed back on the original ventilator".

Event description:
Information was received that a smiths medical ventilator has no indication of alarms no audible alarms-controlled on the front. No adverse effects were reported.

Manufacturer narrative:
Investigation results completed on a smiths medical ventilators/pneupac ventilators parapac . Device alarm systems malfunction was confirmed during testing. Device was ventilating but no electronic alarms were functioning. Physical appearance revealed manometer misaligned inside bezel. Battery holder corroded. The main problem was isolated to the pcp (primary circuit board) . This was replaced and main cause. Some preventative maintenance was completed see below. Device passed all functional testing. Updated service maintenance kit p/n 510a3039. Replaced main pcb to resolve customer's reported issue. Replaced damaged gas supply indicator set and battery holder assy due to corrosion. Replaced illegible serial number, defective alarm reed and reed housing. Performed pm, calibrated unit which passed all functional tests.

Event description:
Investigation results completed on a smiths medical ventilators/pneupac ventilators parapac.